Event description:
It was reported that there was a poly exchange on the knee. Doctor felt that the knee was unstable and increased poly thickness.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown poly. Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that there was a poly exchange on the knee. Doctor felt that the knee was unstable and increased poly thickness.

Manufacturer narrative:
An event regarding the dislocation of an unknown knee insert was reported. The event was not confirmed. A visual, dimensional, functional, or material analysis could not be performed as the devices were not returned for evaluation. No medical records were received for evaluation. A review of the device history records could not be performed as the product lot number was not provided. A complaint history review could not be performed as no catalog or lot number was provided. The investigation concluded that the exact cause of the event could not be determined because further information is needed. The investigation also concluded that there is no indication the event is related to a manufacturing issue. No further investigation for this event is possible at this time.